Event description:
Using the novo nordisk flex pen which is compatible with needle prodigy makes, tried to use insulin pen needle while injecting insulin and needle got stuck in her leg and she went into the emergency room, needle is getting into muscle and they x-rayed her and then needle was too deep so it will have to be extracted surgically, patient is blind. Syringe stopped midway through injection and when the patient tried to remove the needle it was imbedded in her thigh. Patient states she rotates when and where she injects, sometimes inner leg/inner thigh, arm and stomach.

Manufacturer narrative:
Unable to determine if the issue is a result of the user error or device malfunction.